Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 6/29/97. After iabp for seventeen hrs, the iab leaked. Blood was noted in the tubing and the iab was removed. Another was not inserted. Event complications: none from the event - rpt'd 6/30/97, 7/21/97. Pt current status: in pt - rpt'd 7/21/97.